Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon bit left behind... Similar thing happen to my other daughter - vagina [foreign body in reproductive tract]. A bit of tampon left behind- tampon [device breakage]. Whole thing had opened up exposing the string....similar thing happened to my other daughter [device physical property issue]. Case narrative: mother reported via e-mail that a bit of daughters tampon was left behind during removal. No serious injury reported.